Event description:
It was reported this event occurred in the pt's room. The insertion site was unk. After placement of the catheter, there was a cathter separation at two locations. One at 10cm from the distal tip and the second at 15cm from the distal tip. The distal tip was discarded by the hospital. The sales rep is currently inquiring with the customer for more details.

Manufacturer narrative:
(B)(4).